Manufacturer narrative:
As reported on smart study, the patient presented with an in-stent restenosis-complete occlusion sfa right/moderate. The patient underwent treatment of a right superficial femoral artery lesion with implantation of a single smart flex vascular stent measuring 6 mm × 150 mm. The lesion was approximately 100 mm in length with 60% stenosis before treatment. Pre-dilatation was performed using a 6 mm × 120 mm semi-compliant balloon, reducing stenosis from 60% to 50% prior to stent implantation. The stent was successfully deployed and fully expanded with adjunct balloon dilatation. The procedure was performed via contralateral femoral access (6f sheath) under local anesthesia. Final residual stenosis was 0%, no procedural complications or device deficiencies were reported, and no target lesion revascularization occurred prior to discharge. At approximately 9 months post-procedure, follow-up angiography demonstrated 100% occlusion of the treated right sfa/stented segment, representing in-stent restenosis (>50%). An adverse event of complete occlusion of the right sfa was reported, classified as serious, moderate in severity, and considered possibly related to both the device and procedure. The patient underwent femoropopliteal bypass surgery, after which the event was reported as resolved. No device deficiency was identified. At approximately 78 months post-procedure, CT follow-up demonstrated persistent 100% occlusion of the sfa and stented segment, with documentation noting that the femoropopliteal bypass remained patent/intact. No new restenosis event, target lesion revascularization, device deficiency, or additional adverse events were reported at this follow-up. Overall, the smart flex 6 mm × 150 mm stent achieved an excellent acute procedural result with complete restoration of vessel patency. However, by approximately 9 months, the patient developed complete in-stent occlusion of the treated sfa, requiring femoropopliteal bypass surgery. Long-term follow-up demonstrated persistent occlusion of the native stented sfa segment, while the bypass graft remained functional, with no reported device deficiencies throughout follow-up. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. Based on the available information, the smart flex vascular stent was successfully delivered, fully deployed, and fully expanded within the right superficial femoral artery, resulting in 0% residual stenosis at the completion of the index procedure. No device deficiencies, malfunctions, or procedural complications attributable to the study device were identified. Approximately nine months following implantation, the patient developed complete in-stent restenosis/occlusion of the treated right sfa, which required femoropopliteal bypass surgery. Long-term follow-up at approximately 78 months post-procedure demonstrated persistent occlusion of the native stented sfa segment, while the bypass graft remained patent and intact. No additional target lesion revascularizations, new restenosis events, adverse events, or device deficiencies were reported during follow-up. Given the absence of device-related issues and the known multifactorial nature of restenosis and occlusion in patients with peripheral arterial disease, the in-stent restenosis is considered consistent with progression of the underlying vascular disease and patient-specific factors. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ a product history record (phr) review could not be conducted due to the unavailability of the device lot number. However, based on the information provided, there is no indication that the reported event was associated with a manufacturing-related issue. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported on smart study patient (B)(6), the patient presented with an in-stent restenosis-complete occlusion sfa right/moderate. The patient underwent treatment of a right superficial femoral artery lesion with implantation of a single smart flex vascular stent measuring 6 mm × 150 mm. The lesion was approximately 100 mm in length with 60% stenosis before treatment. Pre-dilatation was performed using a 6 mm × 120 mm semi-compliant balloon, reducing stenosis from 60% to 50% prior to stent implantation. The stent was successfully deployed and fully expanded with adjunct balloon dilatation. The procedure was performed via contralateral femoral access (6f sheath) under local anesthesia. Final residual stenosis was 0%, no procedural complications or device deficiencies were reported, and no target lesion revascularization occurred prior to discharge. At approximately 9 months post-procedure, follow-up angiography demonstrated 100% occlusion of the treated right sfa/stented segment, representing in-stent restenosis (>50%). An adverse event of complete occlusion of the right sfa was reported, classified as serious, moderate in severity, and considered possibly related to both the device and procedure. The patient underwent femoropopliteal bypass surgery, after which the event was reported as resolved. No device deficiency was identified. At approximately 78 months post-procedure, CT follow-up demonstrated persistent 100% occlusion of the sfa and stented segment, with documentation noting that the femoropopliteal bypass remained patent/intact. No new restenosis event, target lesion revascularization, device deficiency, or additional adverse events were reported at this follow-up. Overall, the smart flex 6 mm × 150 mm stent achieved an excellent acute procedural result with complete restoration of vessel patency. However, by approximately 9 months, the patient developed complete in-stent occlusion of the treated sfa, requiring femoropopliteal bypass surgery. Long-term follow-up demonstrated persistent occlusion of the native stented sfa segment, while the bypass graft remained functional, with no reported device deficiencies throughout follow-up.